Event description:
It was initially reported that the pt was having an increase in seizures since her appointment in 2009, but it was unclear as to her frequency in relation to her pre-vns baseline levels. The physician increased the pt's settings at her last appointment six months later. Diagnostics performed at both appointments were within normal limits for both system and normal mode diagnostics with elective replacement indicator flagged "no." A battery life calculation was performed, which resulted in -0.27 years until eri=yes . At that time, the physician referred the pt for generator replacement. Review of clinic notes later received from the treating neurologist's office indicated that there could be some contributing factors to the pt's recent increase in seizures, but it was unclear. The physician said that the seizure frequency could be related to some of the issues occurring in her personal life, "some of these were her 'stress spells'," and "there was some mention of pseudoseizures." "I am not sure whether she has a concomitant psychogenic component or not. She did have some problems with separation anxiety when she moved out from her parents in her past history." It was also mentioned in the notes that "her seizures have always clustered immediately before and after her menstrual cycle. She has never used any sort of hormonal therapy for this." Good faith attempts to obtain add'l info have been unsuccessful to date.